Event description:
The clinician indicates that he placed the implant on (B)(6) 2017 and, two years later, it was verified that the implant was broken. No complications were reported during or after the operation for the patient.

Manufacturer narrative:
The batch documentation cannot be verified as the affected batch is not provided. After examination of the implant, it can be verified that the implant does not show signs of misuse or signs of malfunction that could have contributed to the event.